Manufacturer narrative:
Information contained in this medwatch has been previously reported through a psr on 07/23/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Healthcare professional reported " capsular contracture baker grade iii". Healthcare professional reported right side "capsular contracture, baker grade IV" and " implants welded to capsule and serous fluid". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ drainage: unable to observe as it is not related to the device. ¿ adhesion: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. Additional observations: ¿ observed deformation. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported " capsular contracture baker grade iii". Healthcare professional reported right side "capsular contracture, baker grade IV" and " implants welded to capsule and serous fluid". This record is for the right side. Device has been explanted.